Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone aspheric three piece lens due to a cracked lens. The incision was enlarged to remove the lens. A vitrectomy was performed. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.